Manufacturer narrative:
Investigation: a lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Device 1: the device showed no signs of clinical usage or evidence of blood. The delivery device was returned outside of the loading. The tension spring assembly and the seal were inside the body of the loading device. The green slide lock and white plunger were not depressed on the delivery device. Based upon the received condition of the device, the reported complaint was confirmed. The device showed no signs of clinical usage or evidence of blood. The delivery device was returned inside of the loading device. The tension spring assembly was inside of the delivery device tube and the seal was near the delivery device tube. The green slide lock and white plunger were not depressed on the delivery device. The delivery device was not positioned correctly in the loading device, preventing it from extending forward for seal loading. When the delivery device was moved to the correct position, the delivery device was extended and the seal was loaded without difficulty. The delivery device was removed from the loading device with the seal intact. We are unable to say with certainty why the delivery device was incorrectly positioned. Based upon the evaluation results, the reported complaint was confirmed. Internal file number: (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, two heartstring iii devices failed to load. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The devices were returned to the factory for evaluation.